Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a transcatheter pulmonic valve replacement with a 26 mm sapien 3 ultra valve, the valve was implanted too high and off axis, requiring a second 26 mm sapien 3 ultra valve to be implanted to secure the first valve.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for malpositioned valve was unable to be confirmed due to unavailability of relevant imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was deployed in pulmonic position within pre-existing surgical valve. The sapien 3 ultra valve (s3u) with the commander delivery system (ds) is currently only indicated for native aortic valve replacement, aortic bioprosthetic valve replacement, or mitral surgical bioprosthetic valve replacement. Therefore, this was off-label operation. Thv-in-pulmonic sv using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. As reported, "during procedure, the first thv valve was implanted too high and off axis, requiring a second 26s3u to be implanted to secure first." Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Due to unavailability of relevant imagery and insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.